Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 250-400s mg/dl. Customer observed air bubbles in the luer lock. During troubleshooting insulin was not observed exiting the infusion set tubing and after disconnecting the tubing from the cartridge, insulin was observed falling back into the cartridge during the fill tubing step. Customer changed the infusion set tubing and cartridge to resolve the issues.